Event description:
It was reported that there was high impedance and high thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. Upon lead replacement, it was noted that there was a setcrew issue and the screw would not turn or tighten. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6931 defib lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
This event involves a legal case in progress or potential litigation preventing analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.